Event description:
It was reported that the pt was revised due to aseptic loosening of the stem and pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. No surgical notes or x-rays were provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. In general loosening can be due to one or a combination of the following events: improper surgical technique leading to malalignment of the shell and/or stem; improper reaming leading to improper press-fit of the acetabular components; multiple dislocation and previous surgeries may have compromised bone stock; improper placement of the bone screws in the acetabulum; pt factors such as bone quality compliance with rehabilitation protocol, and activity level and/or parts used from other companies that were unintended to mate. This is not an exhaustive list. Root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.